Manufacturer narrative:
No product has been received to date. Complaint history check run on the lot reported yielded no add'l complaints for this lot. Will continue to monitor on monthly trend reports.

Event description:
Customer called to report that pen needle broke off and remained in the injection site. Went to the ER and they did x-ray and tried to remove it, but this was unsuccessful.